Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that no pacing and high pacing impedance were observed on the left ventricular (lv) channel during the implant procedure. The lv lead was tested disconnected and tested with a pacing system analyzer and the output and impedance were normal. The physician suspected the device was the cause of the event. The device in lead remained implanted and no additional intervention was performed to resolve the event. The patient was in stable condition.